Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap roux en y procedure, after placing the trocar, the surgeon put a 5mm device down the trocar (grasper). When the surgeon went to remove the 5mm device, it got stuck and was difficult to pull out of the trocar. As they pulledon the 5mm device, it would pull the entire trocar out of the patient. Pneumo was lost and they would have to apply significant counter pressure on the trocar to remove the 5mm device. They used the same trocars but put some lubrication into the trocar to help make removal of 5mm devices easier. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was received. The obturator was received. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. A functional evaluation found that the device failed an air leak test. The obturator was inserted and removed without restriction. The cannula tip was checked with a 22. Pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.